Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the cgm stopped working. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024 . On approximately (B)(6) 2024 , the patient's daughter was following the patient's readings via follow app and noticed her alerts went off. She got worried and called 911 to check on patient's status. The patient could not remember the dexcom error message at all. An ambulance came and found the patient passed out in the bathroom. The patient was transported to the hospital and on the way to the emergency room, the paramedics gave the patient d10 and checked his readings and it was low (no value provided). When the patient arrived in the ER he was slowly regaining consciousness and could not remember what treatment he had. He had an inpatient stay for 4 days to monitor him. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.